Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It is reported this event occurred in the intensive care unit. The pt was a (B)(6) male. The insertion site was the right subclavian vein. During insertion, the needle broke. The tip of the inserted portion was visible and thus it could be removed without difficulty. A new kit was opened and the catheter was placed successfully. There was a delay noted, but it was not harmful to the pt. There are no reported pt injuries, complications, or death.